Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing decreased vacuum during the cortex step of cataract surgery. The system was switched out to proceed with the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 13, 2015. Based on qa assessment, the product met specifications at the time of release. This is one of three complaints reported for this finished goods consumable lot. All three of the complaints reported for finished goods lot are for this issue. Review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint. Therefore, a visual inspection and functional testing could not be performed. The system operator's manual provides instructions for aspiration/suction issues. The root cause could not be determined conclusively. (B)(4).